Event description:
During a routine follow-up visit, two (2) weeks post-implant of an evoke spinal cord stimulation (scs) system, the patient¿s closed loop stimulator (cls) implant site was assessed and confirmed to be red, swollen, and warm to the touch. The patient reported that they had been evaluated at the emergency department one (1) week prior due to drainage from the cls implant site. During the follow-up visit, diagnostics were performed including obtaining laboratory bloodwork, CT imaging and administering IV antibiotics. All resulted lab and imaging have returned normal at this time.